Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was noted that the patient stopped using the scs device. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7076092 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7076034 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 28220938 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was noted that the patient stopped using the scs device. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was noted that the patient stopped using the scs device. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.